Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from the patient's mother that the patient has been having an increase in seizures. Mom was requesting an urgent referral for a battery replacement. Review of the clinic notes, indicate that the patient has been referred for a replacement due to a low battery reading. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; d6b. Explanted date; f10. Health effect - impact code; h6. Adverse event problem codes - type of investigation; initial MDR inadvertently omitted information known prior to submission

Event description:
An implant card was received that the patient had their generator replaced. Product return attempts will not be made as the site is listed as a no-return site.